Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2024 wherein the patient's lead was explanted, replaced, and therapy was restored.

Manufacturer narrative:
The event of lead revision was reported to abbott. The patient was experiencing stenosis at the lead level. The patient underwent surgical intervention wherein the patient's lead was explanted, replaced, and therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing stenosis at the lead level. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated. Section b5: during processing of this incident, attempts were made to obtain complete event information; however, no further information was known or received.